Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the piston was not moving up. The customer's blood glucose level was 188 mg/dl. Report states that displacement test was performed and confirmed piston was not moving. The customer was advised the insulin pump has to be replaced and revert to backup plan per healthcare provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime or fill anomaly noted during testing.